Event description:
During a post event review of the electronic event files from an AED that was deployed for an event where the customer reported the AED did not advise or deliver a shock, it was noted that two different sets of pads were connected to the AED, but neither pads was able to receive a valid patient impedance. During the event, the electronic data shows the initial set of pads (lot number d031518-05) were unplugged from the AED and then plugged back in, then unplugged a second time and a second set of pads (lot number d021218-02) were plugged in, and then unplugged. In all instances, the patient impedance was rarely readable. The pads presented the maximum measurement of impedance except for in a few cases where the impedance still exceeded the limit considered for a readable rhythm. During this rescue, the AED was never able to perform an analysis of the patient's rhythm. Likely causes of a high patient pad impedance are excessive chest hair, moisture/perspiration on the patient's chest, or pads that have lost adhesive after being removed and reapplied. However, based on the available information, the exact cause of the event cannot be determined. Additional event information has been requested. Should additional information become available, a follow-up MDR will be submitted.